Event description:
Patient came in for 1 week follow up after reverse total shoulder and x-rays in surgeon's office showed that the glenosphere had disassociated from the base plate. We revised the reverse total shoulder. Upon attempted separation of the humeral cup and stem to gain exposure, the fracture stem came out as well. The tm baseplate was inspected and attention was paid to cleaning up any soft tissue that may have interfered with the setting of the morse taper of the glenosphere. After it was determined that the rim was clear, we implanted the 40mm glenosphere. In the primary case and the revision surgeon did tug on the glenosphere and was unable to dislodge it.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.